Event description:
It was reported that the patient developed a thoracic abscess, and experienced numbness in his leg and was unable to move his left leg. The physician indicated that the cause of the numbness was the abscess, which was believed to be a hematoma, and that the abscess, hematoma, was not device or procedure related and the cause was unknown. The patient underwent an explant procedure of the entire system and was prescribed antibiotics. Following the explant, the patient was feeling better, movement in the leg returned, and the numbness subsided. The devices were retained by the facility and not returned for analysis. Additional information was received that the patient stated the reason for the explant was due to sepsis, and that as a result of the sepsis he became paralyzed from the waist down, was hospitalized and is currently undergoing physical therapy to increase mobility and strength. The patient stated that the sepsis was at the lead implant site in his spine.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-sc-8336-70-50; serial: (B)(6); batch: 7062719.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336700, model: sc-sc-8336-70-50, serial: (B)(4), batch: 7062719.

Event description:
It was reported that the patient had thoracis abscess which believed to be a hematoma. The physician believed that the abscess was not device or procedure related and the cause was unknown. The patient was placed on antibiotics and underwent a system explant procedure. The patient has numbness on the left leg postoperatively. The explanted devices were not returned.